Event description:
Discrepant results when compared to a lab. The reported device result was 6.2 inr. The corresponding lab result reportedwas 2.4 inr. No treatment was provided upon the device result.